Manufacturer narrative:
The affected device was analyzed by the hospitals biomed in communication with the dräger technical support. The log file confirms that the device performed a single restart in (B)(6) 2020 at 8:43 pm due to an internal deviation. The analysis concluded that a faulty pcb pneumatic controller was the root cause for the issue. The device was repaired by replacing the affected pcb. The device reacted as specified for this malfunction by initiating a warmstart in an attempt to solve the issue. During a warmstart the screen is switched to dark and an emergency-breathing valve opens to allow for spontaneous breathing. This is accompanied by an audible alarm. After successfully performing the reboot (duration approx. 8 seconds) the ventilation is continued with the latest parameters. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported the unit shut down while in use. There was no patient injury reported.